Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 201 and 252 mg/dl. The customer's expected fasting blood glucose test result range is 78 - 130 mg/dl. Customer stated her results increased after changing the meter's battery. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/13/2019 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: result 1: 96mg/dl, time: 7:03p, date: 4/14 fasting; result 2: 91mg/dl, time: 9:16p, date: 4/13 fasting; result 3: 143mg/dl, time: 6:51p, date: 4/13 fasting; result 4: 201mg/dl, time: 12:0, date:12/01 fasting; result 5: 252mg/dl, time: 12:01p, date:12/01 fasting.